Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
According to the complainant: patient was implanted with a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 and is as follows: patient alleges that a cook gunther tulip filter was placed on (B)(6) 2007 via the femoral vein for pulmonary embolism. Patient alleges that outcomes attributed to the device include tilt; also alleges filter has grown into the vein and is not able to be removed. Patient alleges complaints of anxiety, fear, sleeplessness, fatigue, shortness of breath, panic, and depression. Patient alleges an unsuccessful retrieval attempt sometime in 2007 or 2008 because it was the scheduled time for removal of a temporary filter.

Manufacturer narrative:
(B)(4). Investigation results: a review of the complaint history, device history record and specifications was conducted for the purpose of this investigation. No imaging provided and patient's medical records are unknown at this time and therefore it is impossible to comment on the failed retrieval attempt 1-2 years after filter implant. Also, it is impossible to comment on the alleged injuries. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. The device is inspected accordingly by quality control to ensure the device is manufactured within specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
According to the complainant: patient was implanted with a cook gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Plaintiff profile and fact sheet provided stated the following: per very limited records provided, uneventful placement of gunther tulip filter via right femoral vein by dr. (B)(6). Per plaintiff's fact sheet, dr. (B)(6) attempted to remove the filter (date unspecified and no accompanying records provided to date), but was unable to, "because the filter had implanted itself into the vein". Profile form indicates there was a failed attempted retrieval, but only provides the vague date range of 2007 - 2008. Per profile form, tilt and inability to remove. The fact sheet alleges "severe anxiety, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, shortness of breath, panic and depression". Plaintiff further alleges, when she discovered the risks and failures of the filter, she connected her symptoms (first noted in (B)(6) 2007) to the filter.

Manufacturer narrative:
Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, grown into vein, unable to retrieve¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient alleges an unsuccessful retrieval attempt sometime in (B)(6) 2007.